Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house testing was performed using the in-house contour next link 2.4 meter with in-house contour next test strips from lot # 8kpef03a, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured in the customer's weight was not provided.

Event description:
The customer reported that he obtained a blood glucose reading of 136 mg/dl on the contour next link 2.4 meter. He performed repeat testing with his doctor's meter within 2 minutes and obtained a reading of 283 mg/dl. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.